Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported their ins was taken out on the 5th of this month because it was causing problems and they wanted to know how to return the external device. Pt stated the stimulator was 'shooting' electrical current down both of their legs. When asked for event date pt said that they've been having current in their legs since last 'falls' and it was on and off. Pt stated they shut off the device. Agent reviewed device disposal information.